Event description:
Three falsely elevated troponin I results were obtained on a patients' samples. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contamination of the r2 probe. The customer corrected the malfunction.